Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The system was found to have a jam that was preventing the collimator from moving. The system was unjammed and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system had an error initializing collimator. Site rebooted system 4 times without resolution. There was no patient present.